Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump was received with moisture damage on the motor, keypad, battery tube and vibrator assembly. The insulin pump was unable to verify motor error due to blank display. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated the device was dropped in the pool, picked up immediately and dried. Blood glucose value was 10.2 mmol/l. The insulin pump would be replaced and returned for analysis.